Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 119,457 joules. Add'l info reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, it was observed the laser fired from the end of the fiber after the failure. The event occurred while inside of the pt but did not cause any issues. There were no error codes that were displayed on the console when the event occurred.